Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that partial device at closure rod falls off during procedure. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Investigation summary: no conclusion could be reached as to how the weld pin issue occurred.

Manufacturer narrative:
(B)(4).batch # t93h42. Additional information received: in the event description it states: ¿partial device at closure rod falls off during procedure¿ is the active titanium blade broken off? Is the white tissue pad broken off? No, it's the axis of blade head close rod fallen off investigation summary: the device was returned with no apparent damage. Additionally, the black tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. Upon visual inspection it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. During functional testing the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was disassembled and it was found that the lever link pin was missing. This rendered the clamp arm nonfunctional. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.